Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: mar 14, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. The complaint issues were not confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to too much glare. No other information was provided.

Manufacturer narrative:
Patient information: unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2022-(B)(6) 2023. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.